Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 4 for (B)(4).

Manufacturer narrative:
This report is for an unknown - screws: locking: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Actual device was not returned; us customer quality will conduct investigation based on the images provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a tfna nail, blade and two locking bolts were removed due to the patient's reported persistent lateral hip pain. The implant was initially placed on (B)(6) 2016. No hardware was broken at the time of explant. All removed hardware was retained by the facility and discarded after surgery. It is unknown if there was a surgical delay. Procedure and patient outcome is unknown. This report is for one (1) unk - screws: locking. This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).